Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release. He stated about 3 months ago he had issues as his sets detached. The site was both right and left side of stomach and the pump was in the pants pocket. The infusions were stored in a cabinet in the kitchen. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.